Event description:
Calcified sub total proximal lad. Plan was to rota the lesion. Was unsuccessful due to tip of microcatheter breaking off in the artery. Patient went for by pass surgery. Tip left in patient.

Event description:
Calcified sub total proximal lad. Plan was to rota the lesion. Was unsuccessful due to tip of microcatheter breaking off in the artery. Patient went for by pass surgery. Tip left in patient.

Event description:
Calcified sub total proximal lad. Plan was to rota the lesion. Was unsuccessful due to tip of microcatheter breaking off in the artery. Patient went for by pass surgery. Tip left in patient.